Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
T was reported that the patient was admitted with a driveline infection with elevated ldh levels, signs of increasing power consumption and decreasing possibility unloading left ventricle intravenous administration of heparin was not indicated. It was recommended the patient had a complete echo exam and ramp test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received on (B)(6) 2020, stating that the patient was transferred on (B)(6) 2020, from the standard ward to the intensive care unit with general sepsis and complicated acute cholecystitis. An echo was repeated to confirm proper function of lvad. The previous elevated pump power and flow reading was confirmed as a result of the patient's septic condition. It was reported that the patient expired under picture of general septic shock on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be determined through this evaluation. In addition, a direct correlation between the device and the reported sepsis and subsequent patient outcome could not be determined through this evaluation. Review of the submitted system controller log file confirmed the reported elevations in pump power/estimated flow. According to the account, the elevated pump power/flow values was a result of the patient¿s septic condition. Moreover, a direct correlation between the device and the reported elevated ldh could not be determined though this evaluation. Review of the submitted system controller log file data also revealed an incidental finding of intermittent low flow hazard events; however, a specific cause for the low flow condition could not be determined through this evaluation. It was reported that the patient was admitted on (B)(6) 2020 with a driveline infection, elevated ldh levels, signs of increasing pump power consumption, and decreasing possibility of an unloading left ventricle. Intravenous administration of heparin was not indicated. The hospital staff was advised to perform a complete echocardiogram (echo) examination and ramp test. The account performed labs, an echo, a chest x-ray, as well as an abdominal ultrasound (usg) and computerized tomography (CT) scan. The submitted system controller log file contained data from (B)(6) 2020 ¿ (B)(6) 2020 and showed the pump operating at the fixed speed of 9200 rpm until (B)(6) 2020 when the speed was increased to 9600 rpm. Pump power appeared to remain overall stable in the range of 4.1-5.5 watts until the evening of (B)(6) 2020 when pump power values around 6.0 watts were consistently captured through the end of the log, including an isolated large elevation in power up to 9.4 watts on (B)(6) 2020, which was associated with a pi event. The higher powers ranging from 6.2-7.1 watts at the end of the log were associated with the increase in fixed speed. The elevations in pump power recorded in the log correlated with elevations in estimated flow. In addition, a total of 15 intermittent low flow hazard events were captured throughout the log file on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. All of the low flow events were associated with an estimated flow value of 2.4 lpm, which is just below the low flow hazard threshold of 2.5 lpm. Overall, pump power, estimated flow, and average pi ranged from 4.1-9.4 watts, 2.4-9.4 lpm, and 1.6-7.2, respectively. Despite the observed elevations in pump power and the intermittent low flow condition, the system appeared to be operating as intended and the pump speed remained above the low speed limit for the duration of the log file. Additional information provided indicated that the patient was transferred from the standard ward to the intensive care unit (ICU) on (B)(6) 2020 with general sepsis and complicated acute cholecystitis. A repeat echo confirmed proper function of the lvad. Despite full treatment, the patient ultimately expired on (B)(6) 2020 due to general septic shock. It was stated that the previous finding of elevated pump power/flow readings was the result of the patient¿s septic condition. An autopsy was not performed and the pump was not explanted. The heartmate ii lvas is not available for investigation. The heartmate ii lvas IFU lists infection (including driveline infection), hemolysis, sepsis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU lists infection (including driveline infection), hemolysis, sepsis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection as well as suggested responses in the event of infection are included in section 6 "patient care and management" (under "caring for the driveline exit site" and "controlling infection"). Section 6 specifically cautions: "diligent care throughout the course of support must be exercised to prevent infection and sepsis. Systemic infections and localized infection of the driveline exit site may occur with use of this device. Infection may contribute to patient morbidity and death." In addition, section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen for patients using the heartmate ii lvas. Sections 1 "introduction" and 4 "system monitor" of the IFU provide an explanation of each of the pump parameters, including pump power and flow. Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 also cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook includes care instructions in regards to preventing infection in section 4 "living with the heartmate ii" and instructs the user to check the driveline exit site daily for signs of infection. Review of the submitted system controller log file data revealed an incidental finding of intermittent low flow hazard events. The heartmate ii lvas IFU (section 4 ¿system monitor¿) provides information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate ii lvas patient handbook outlines all system controller alarms as well as how to respond to each alarm condition in section 5 "alarms and troubleshooting". This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions.